Manufacturer narrative:
Visual examination found no malfunctions. Full analysis not needed.

Event description:
Related manufacturer's reference number: 2017865-2021-23702. Related manufacturer's reference number: 2017865-2021-23703. Related manufacturer's reference number: 2017865-2021-23704. It was reported the patient presented in the clinic for a follow up. It was observed the patient had a pocket infection. The patient's pacemaker, right ventricular lead and right atrial lead were explanted. The patient had a temporary pacing lead connected to their device which was taped externally to the chest. The patient experienced no symptoms related to this event.